Manufacturer narrative:
Patient information not available for reporting. This report is for six (6) unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Concomitant medical products: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported several steel cortex screws broke during an unknown surgery on (B)(6) 2017. No further information was reported. This report is for six (6) unknown cortex screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. Six unknown cortex screws were returned for investigation: the visual inspection has shown that the three (3) screws are intact. One (1 )of intact screw has heavy wear marks on the hexagonal recess. The other three (3) cortex screws in question presents broken screw heads. The screw heads broken 5 milimeters lower the screw head. One (1) broken threaded shaft was also returned, possible to belong of these broken screw heads. The tip of the broken threaded shaft is heavy damaged. The fracture face is homogenous surface what indicates material conformity. As the article and lot number is unknown we are not able to research the device history record and the manufacturing documents (drawing for measurement). Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has lead to these circumstances. We can only assume that there was a complication during operation that the breakage was caused due to a mechanical overloading situation (hard bone, handlings failure, not follow the guideline). Complaint is disposed as confirmed due to evidence that screws are broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.